Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. The downstream occlusion (dso) sensor was bubbled, and the liquid crystal display (lcd) lens was scratched. Functional testing performed. The customer's reported problem, "cassettes not attached properly", was found during functional testing. The root cause was a bad dso sensor. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a "cassette not attached properly" error. The product fault occurred before infusion. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.